Event description:
It was confirmed via CT scan, that the catheter moved out of the intrathecal space. "No health occurred to the patient". The catheter was replaced. It was noted during replacement that part of the v-wing anchor was broken and the wing was open. It was felt that this caused the catheter to slip out. The doctor commented that he "might tie up tightly". The patient recovered.

Manufacturer narrative:
The catheter has been returned to the manufacturer for analysis. A follow-up report must be sent when the analysis is complete.